Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: implantable neurostimulator. (B)(4).

Event description:
A manufacturing representative reported the patient was in the emergency room on (B)(6) 2016 with a potential infection. The patient had symptoms of redness around the implantable neurostimulator (ins). The cause was not determined and the results of diagnostics were not known. Six days later, the manufacturing representative reported that cultures were taken and serratia was grown. The ins and extension were removed and the leads were left implanted. The patient's indication for use is parkinson's dual and movement disorders. No outcome was reported regarding this event. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2016-02571 and 2649622-2016-02622.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a health care provider (hcp) reported the patient began experiencing symptoms in (B)(6) 2015. The cause of the secondary infection was (B)(6). The infection had resolved.